Event description:
Initial information received in 2006: this physician reported that a patient received sculptra (poly-l-lactic acid) injection in the periorbital area 2 years ago for an unreported indication by another physician. Patient developed granulomas after the injection, which was confirmed by pathology showing foreign body giant cells. Physician stated the lesions were excised and encountered "multiple little grissly pieces." He was hesitant to do further surgery due to scar risk and that intralesional injections, steroid or 5-fu were not helpful. Physician also reported that he was advised (source unknown) to crush the nodules; however, that disperses them and makes them worse. Lot number and expiration date were not provided. Additional information was requested.